Event description:
On (B)(6) 2013, it was reported that the patient had two bad seizures that friday. The office was pending approval from insurance to have the vns generator replaced at the time. The generator was replaced on (B)(6) 2013, due to an "adverse event". Previously it had been reported that the patient was experiencing pain with vns stimulation and was considering having the vns explanted for this reason. Clinic notes dated (B)(6) 2013 indicate the patient experienced continued pain at the generator site every five minutes. The vns device was turned off to 0ma and the pain completely went away. Pain during stimulation is rated as a 7-8 on a scale of 10. Device diagnostics indicate the lead impedance was 3100 ohms. The chest x-ray was normal. Clinic notes dated (B)(6) 2013 indicate the patient was still complaining of pain. Clinic notes dated (B)(6) 2013 indicate the patient returned for vns titration and was last seen about a month ago. The patient had continued pain at the generator site when the device is stimulating. The patient rates it about four to five on the pain scale. The physician tried to increase the normal output current and magnet output current to 1.25 ma and 1.5 ma respectively; however, this was uncomfortable to the patient and she did not feel as though she could tolerate it. The settings were decreased to be more comfortable and device diagnostics indicated the device was functioning.

Event description:
The generator and lead were returned for analysis on 03/07/2014. Analysis of the lead was completed on 03/26/2014. Note that since the furthest electrode to the bifurcation was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator was completed on 03/27/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No patient manipulation or trauma occurred that is believed to have caused or contributed to the painful stimulation. The physician assistant reported that the painful stimulation resolved with vns system replacement. The physician assistant reported that they were not aware of a change in seizure pattern with the patient. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the painful stimulation.